Manufacturer narrative:
A clinical evaluation of the report and evidence provided was executed and a unilateral capsular contracture baker grade iii was confirmed. There was a relationship between the reported event and the device. Additionally, the device was received, visual inspection showed no defect/damage on the implant involved. A complete review of the DHR for lot 22110365 was carried out, no deviation was found in the manufacturing processes. Review of complaint history for the reported lot number and sterilization run found no other similar complaints reported in the past. A definitive root cause could not be determined. As no manufacturing, material or design issues were identified, no further investigation or additional actions are required at this time. Establishment labs will continue to monitor for similar complaints/trends.

Event description:
A capsular contracture baker grade iii was found in patient's left breast. No patient demographics, such as age, weight, or ethnicity, were provided by the reporter, and no adverse outcomes for the patient have been noted. Efforts to gather additional information are ongoing, and the investigation remains in progress.